Event description:
It was reported deformity of the stylet containing the PICC catheter. Patient hospitalized in an intensive care unit, with indication of placement of PICC catheter due to high risk of hemodynamic decompensation, replacement of electrolytes and others; without anatomical alteration or history of anatomical malformations in the upper limbs or chest. Prior to insertion, the integrity of each of the kit elements is verified, measuring the tip to the end of the 6 cm magnetized area both at the beginning and at the end of the procedure as a preventive measure due to previous events. PICC 5 fr tri lumen catheter insertion is performed, which is advanced without difficulty. At the moment of retrieval of the magnetized tip stylus, it was observed bent at 90 degrees approximately three centimeters from the tip. The stylet is removed as evidence. The procedure is completed without causing injury to the patient. No chest x-ray is taken since it is done with sherlock 3cg technology high risk of embolism due to stylet fracture.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft3529 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed no blood residue on the returned sample. Bends were observed in the returned stylet approximately 3.2 cm and 9.9 cm proximal to its distal tip as well as about 22 cm and 24 cm distal to the yellow handle of the stylet. No breaks were observed in the core wire of the stylet and the distal tip was found to be present and intact. Insufficient evidence was found on the returned sample to indicate a specific root cause of the bends in the returned stylet; however, possible contributing factors include advancement of the stylet against resistance and damage during manipulation, handling, or use.

Event description:
It was reported deformity of the stylet containing the PICC catheter. Patient hospitalized in an intensive care unit, with indication of placement of PICC catheter due to high risk of hemodynamic decompensation, replacement of electrolytes and others; without anatomical alteration or history of anatomical malformations in the upper limbs or chest. Prior to insertion, the integrity of each of the kit elements is verified, measuring the tip to the end of the 6 cm magnetized area both at the beginning and at the end of the procedure as a preventive measure due to previous events. PICC 5 fr tri lumen catheter insertion is performed, which is advanced without difficulty. At the moment of retrieval of the magnetized tip stylus, it was observed bent at 90 degrees approximately three centimeters from the tip. The stylet is removed as evidence. The procedure is completed without causing injury to the patient. No chest x-ray is taken since it is done with sherlock 3cg technology high risk of embolism due to stylet fracture.